Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The system logs were reviewed for the ion system en0109 on the procedure date of (B)(6) 2022 by an isi failure analysis engineer (fae). Per the fae, a review of system logs revealed no errors that are relevant to the reported complaint. The video of this event was reviewed by an isi clinical development engineer (cde) director and the following input was provided: "based on the video review, the target is located in the rll and the user appears to have navigated close to the target in less than 5 minutes. The user spends around 10 mins localizing the lesion with radial ebus and making small catheter adjustments before passing tools for biopsy tools. Tool passes are visualized using fluoro. The radial ebus is used multiple times in between tool passes. Multiple biopsy passes are performed and the catheter position between of the biopsy passes seems to be adjusted followed with radial ebus visualization. Vision probe was not reinserted between biopsy passes. Fluoro indicates that needle and forceps were used for the biopsy passes. At 1hr 5 min mark on the video, the user puts the vision probe back in the catheter. The blood is noted in the camera video, camera is pulled out. Immediately following that, the messaging on the screen indicates that the arm was undocked and moved and the registration is cleared resulting from the arm movement. The video doesn't indicate of any system malfunction." This event is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, bleeding occurred. It is unknown how the bleeding was resolved; however, the patient reportedly coded, and required chest compressions and blood transfusions. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields in patient information is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced excessive bleeding while a bronchoalveolar lavage was being used. The physician undocked the ion system from the patient to control the bleeding with a bronchoscope. The physician reported that the patient received five units of blood due to this event. The patient reportedly received another, unspecified procedure after this event and is in the ICU on a ventilator. On 18-mar-2022, intuitive surgical, inc. (Isi) obtained the following additional information from the isi endoluminal program manager (epm) regarding the reported event: the epm had talked to the isi endoluminal sales associate (esa) who was present during this procedure. The esa was reportedly told by the physician that the patient coded after the bleeding began and required chest compressions. The patient was resuscitated and brought to the interventional radiology room where they underwent an unknown procedure. The patient was then taken to the ICU and hospitalized with a ventilator. Isi performed multiple follow-up attempts to obtain additional information from the physician of this procedure. However, as of the date of this report, no further details have been received.